Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged post operation. The lead exhibited high thresholds and was undersensing p-waves while oversensing far-field r-waves (ffrw). The lead was repositioned in the atrium and remains in use. No patient complications have been reported as a result of this event.